Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inappropriate mode switches due to atrial lead noise. No further treatment was discussed. It is unknown if the noise was due to parameter settings or a possible insulation breach. The patient was asymptomatic.